Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the shunt sensor leaked. The product was changed out during cardiopulmonary bypass surgery, and as a result of this change-out, the following occurred: there was a slight amount of blood loss. The surgery was not delayed and was completed successfully. There were no interventional measures taken such as prophylactic treatment or transfusion.

Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).